Event description:
It was reported that during an unk procedure, the handpiece was inoperative. No pt consequence. No other info.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. The device no longer meets the specs for continuity. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.